Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, a small burn (degree unknown) was detected after fluid loss. The physician applied silvadene cream onto the burn, which was on exterior skin of vagina. Follow up information concluded that the burn was superficial, more of a small mark, the size of a eraser. It was believed that it may be a first degree burn if anything at all. The doctor did follow up with the patient via telephone and the patient was recovering fine.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2623.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.